Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that resetting the recharger did not resolve the issue of recharging the ins taking longer. The issue was confirmed resolved another way. The steps taken were the patient charges it at 50%. The cause was not determined. The patient said they don¿t know the new phone doesn¿t show % while charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported a concern that it seems that it was taking longer to recharge implant when ins wasn't as discharged at the beginning of the recharge session. When they recharged on (B)(6) 2021 it was down to 10% and charged up quickly and on (B)(6) 2021 the ins was at 20% and recharged fairly quickly. However, yesterday, the patient said that the ins battery was at 40% at start of recharge session and after an hour was only at 90%. The patient said that they had excellent connection the whole time. During the call, the patient started a recharge session and said it was at 90%; however, after 5 minutes it didn't reach 100% yet. The circumstances that led to the reported issue were unknown. Patient services asked about recharger speed and the patient said that recharging speed was set to the fastest setting. The patient palpated ins site and said that they could feel the whole outline and didn't notice any change -  feels the same. Patient services (ps) consulted with technical services (ts) and when ps came back on the line, the patient did confirm that ins had recharged to 100%. Ps reviewed that handheld devices round up or down the percentage of battery. Ps did review and patient did perform a recharger reset. Ps then did call back to also review with the patient potential difference depending on whether or not stimulation is on while recharging. Since recharger was reset, patient to observe if they notice any differences the next time they recharge the implant. There were no patient complications reported as a result of this event.